Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported a patient initially implanted with a 25mm mitral valve for 4 years 2 months, underwent a valve in valve procedure due to severe stenosis and regurgitation. The patient received a 26mm transcatheter device. Immediate tte demonstrated no paravalvular regurgitation with mean gradient less than 5 mmhg. The procedure was reported as successful and the patient is doing well. The patient was discharged on pod #3.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. UDI #: (B)(4).

Event description:
It was reported that this patient implanted with a 25mm 7300tfx mitral valve for 4 years and 2 months, underwent a valve-in-valve procedure due to stenosis and regurgitation. A tmvr was performed with a 26mm 9600tfx valve. The procedure was reported as successful and the patient is doing well.